Event description:
During general surgery - open procedures, while buzzing the uninsulated forcep by means of the handswitching pencil, burns to the finger resulted. Electrical tests were normal (hf leakage currents were rather high).